Manufacturer narrative:
This report is filed january 19, 2016.

Event description:
Per the patient's surgeon, the patient developed recurrent ulcerations at the implant site. The issue could not be resolved and subsequently, the device was explanted on (B)(6) 2015. The electrode array was left insitu to preserve the cochlea for future re-implantation.

Manufacturer narrative:
This report filed march 3rd, 2016.